Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that the knob for regulating the vacuum on the auxiliary o2 and suction module became loose and inoperable. There was no pt connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
Our investigation into the reported matter showed that the plastic knob for regulating the vacuum on the suction unit had a locking ring not fully withstanding the force that was applied to it when turning the knob from the off position. If the knob is turned counter-counterclockwise to its off position extra hard by the user, it may result in a damaged knob, and can lead to difficulties when trying to turn the knob clockwise in order to generate vacuum. A re-design of the locking ring will be implemented in the production line and as a spare part.